Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release. No further information available.

Manufacturer narrative:
E1: patient city -(B)(6) patient country - united states.